Event description:
Ventriculostomy with codman microsensor giving poor quality waveforms and unreliable intracranial pressure numbers. Catheter irrigated by physicians on several occasions without improvement in function. Fluid filled transducer system attached to ventriculostomy to check numbers. Both devices had poor quality waveforms: codman pressure 12mm/hg, fluid filled pressure 6mm/hg. A drip of clear fluid was noted at the blue cap on end of ventriculostomy cath. Cap checked for tightness and was tight. Very slow drip continued. Physician who had just instilled antibiotics into ventriculostomy aware that full dose may not have been retained. Codman ventriculostomy discontinued 2/11. Icp bolt and 2nd codman placed via same burr hole with improved icp waveform. Codman icp 5-6; bolt icp 26 or higher.